Event description:
It was reported that this pacemaker was part of the system revision due to erosion and infection. Reportedly, there was an eroded implant site. No adverse patient effects were reported. The pacemaker was explanted.